Manufacturer narrative:
The insulin pump was received with full segment frozen display due to light moisture damage to electronic assemblies. The rewind anomaly could not be verified due to display anomaly. The device was received with corroded motor home switch, cracked battery tube threads and minor scratches on lcd window.

Event description:
It was reported via phone call that the insulin pump would not rewind. Blood glucose at the time of the incident is unknown. The device was returned for analysis.